Event description:
It was reported that the asymptomatic patient presented to the clinic for routine device change out. When the pocket was opened it was noted that the svc portion of the lead, proximal to the trifurcation, was fractured. The svc portion of the lead was capped. The svc port was plugged in the new device and the shocking vector was reprogrammed. Lead was fully tested with no anomalies. The patient will be monitored with routine follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.